Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is in progress.

Manufacturer narrative:
The event was confirmed by the technician through visual inspection. The device was in pieces. The potential cause for the failure is the pins missing from the collar. This would cause the reported failure. The device was placed in parts retention.

Event description:
It was reported that the attachment fell apart at user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the attachment fell apart at user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.